Event description:
During surgical case an arthrex flip cutter tip broke off during the case. Provider could not remove the broken tip and determined it best to leave the tip in the femoral head. Procedure completed without any other issues.